Event description:
The account alleged that the left head siderail has a broken weld and as a result, the siderail will not latch in the up position.

Manufacturer narrative:
The account ordered a replacement left siderail guard control housing. Repairs have not been completed.